Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 567 mg/dl at the time of the event. The customer received a change sensor alert and reported a difference between sensor glucose vs blood glucose values. The event involved products mmt-397a, mmt-7040a, mmt-1884, mmt-332a. Troubleshooting was performed for sensor glucose vs blood glucose and reported blood glucose value was 567 mg/dl and sensor glucose value was 120 mg/dl, the difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes. Advised customer to monitor and change sensor if issue persists. Troubleshooting was performed for sensor alerts and the sensor was replaced. Troubleshooting was declined for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There was no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue to use the sensor and mmt-7040a was requested and the customer response was the device will be returned. It was unknown whether the customer will continue to use of the pump, reservoir and infusion set. No product return is required for mmt-397a, mmt-1884 and mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.